Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to sensor (u29) being out of tolerance.

Manufacturer narrative:
Device has been repaired but not returned to the customer, pending customer approval of estimate.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. The device had evidence of physical damage.